Event description:
The poly inserts were observed to lift up anteriorly when the knee was brought into flexion during surgery. A pcl release was performed and the inserts were able to seat properly. There was approximately a 20 minute extension of surgery time.

Manufacturer narrative:
The poly inserts were observed to lift up anteriorly when the knee was brought into flexion during surgery. A pcl release was performed and the inserts were able to seat properly. There was approximately a 20 minute extension of surgery time. Review of the device history record indicates that the device was manufactured to specification.